Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient experienced an issue with the infusion set dimensions, it would bend sideways and it would leak and cause high blood glucose. No further information was available.